Manufacturer narrative:
The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
A hospital reported that on day 2, following an uncomplicated intraocular lens (iol) implantation the patient presented with corneal edema. The edema was treated with dexafree (dexaméthason) eye drop, indocollyre (indometacin), odm5 (sodium hyaluronate) eye drops and geltim (timolol) via ocular route. A broken haptic was discovered in the anterior chamber. Approximately 11 weeks post implantation the patient was rehospitalized and a different surgeon explanted the original iol, removed the broken haptic and another lens was placed in the eye. Before the original surgery, the va was 5f/10 p5. Two days post-surgery the va was: 3/10 p6. The va was not quantifiable at one-month post-surgery. No va available post revision. Additional information has been requested.

Manufacturer narrative:
Additional info: d9, g3, g6, h2, h3, h6, h11. The lens was returned for evaluation. Microscopic examination found the lens optic had a cut mark. The lens also had one (1) haptic with a broken tip, the remaining three (3) haptics were broken off and were not included with the returned iol. Based on the available information, the root cause of this event could not be determined.